Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Doctor had to take it out - vagina [foreign body in reproductive tract]. Painful - vagina [vulvovaginal pain]. Doctor had to take it out and it was a very painful situation - tampon [complication of device removal]. Because of how the tampon opens it was very hard to get out [device difficult to use]. Tampax pearl string broke [device breakage]. Case description: consumer reported via e-mail that tampon string broke during removal. No serious injury reported.